Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that magnetic strength of her vns therapy magnet had decreased, and it could no longer initiate a stimulation of her pulse generator. Magnet is unavailable for product analysis.